Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed. A b30 error code was also evident on the evaluated device, the front panel was cracked, and the scope socket was worn out. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported there was a no image issue when using the video system center. The issue was found at preparation for use and there was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to corroded pins on the video connector socket. The event can be detected/prevented by following the instructions for use which state: [important information ¿ please read before use]. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [5.3 connection of an endoscope] before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. Olympus will continue to monitor field performance for this device.